Event description:
The reporter stated the surgeon inserted a micl 12.6 mm implantable collamer lens in the pt's left eye. Noticed lens was torn after insertion, one of the leading place haptics was torn. Decided to remove the primary lens and implant the backup lens. The surgeon made add'l tears on the lens to be able to remove it. The backup lens, same model and size was implanted with no problem. Reporter stated cause of this incident was due to loading error.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found pieces of both plate haptics torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. #(B)(4).